Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: result for device #1: the complaint about the hyperglycemia event is confirmed. A large air bubble was observed in the medicinal vial, this could contribute to a hyperglycemia reading. The complaint about the device fell off is confirmed. The device was returned with a plastic like film over the needle button and housing which this indicates that the patient resorted to a secondary support of adhesion. Result for device #2: the complaint about the hyperglycemia event could not be confirmed. The device showed no abnormalities that could contribute to the reported event. The complaint about the device fell off could not be confirmed. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient stated that this morning she experienced hyperglycemia as high as 353. The patient stated that when she removed removed the vgo the insulin had pooled under the vgo adhesive pad and it appeared the vgo needle was not engaged in the patient. Skin. The patient applied another vgo, gave a correction bolus and her bg came back down as expected into the 100 range.